Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2012 and suture was used. The suture deswaged easily during routine use. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. A loose detached needle was examined and found to have correct swage compression. The detached suture was not received. No swaging anomalies were found. The needle sample was found to have user needle holder marks on needle hole and protruding suture remnant. Which indicates the suture was severed off due to user handling. In order to avoid this type of damage, and subsequent breakage, ethicon recommends that the needle only be grasped in an area one-third to one-half of the distance from the swaged end to the point.